Manufacturer narrative:
The complaint device was received and evaluated. Visual inspection confirms that the jaw in broken, but still attached to the device. Moreover, the hook on the upper jaw of the passer has been significantly deformed. This type of failure is typically observed when clamping excessive tissue between the jaws combined with repetitive twisting action exerts excess load on the jaws causing it to eventually bend and break. Since this is a reusable device, this failure has possibly occurred after using it in this manner for many procedures. A definitive root cause for this failure cannot be determined. A batch record review has been conducted and the results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed one dissimilar complaint for this lot of devices that were released to distribution. Moreover, the device is close to 3 years old and has seen heavy use. At this point in time, based on the overall complaint rate for this failure mode, no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
The sales rep reported the jaw of the customers expressew iii without hook broke off inside the patient while the surgeon was passing sutures during a rotator cuff procedure. The surgeon was able to remove all broken pieces from the patient and use another expressew to complete the procedure with no patient consequences or delays. The device is coming back for evaluation. No further details were available.

Event description:
The sales rep reported the jaw of the customer's expressew iii without hook broke off inside the patient while the surgeon was passing sutures during a rotator cuff procedure. The surgeon was able to remove all broken pieces from the patient and use another expressew to complete the procedure with no patient consequences or delays. The device is coming back for evaluation. No further details were available.

Manufacturer narrative:
Attempts have been made to retrieve additional information about the event and device. The additional information will reportedly be forwarded to depuy mitek however it is not known if it will be received within the 30 day reporting requirement, therefore depuy mitek would like to file this initial medwatch report at this time. When and if additional information is received it will be reflected in a follow-up medwatch report. In transit.